Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap hepatectomy, there were a few unformed staples on the vessel. There was no adverse pt consequence.